Event description:
Material no. Unknown, batch no. Unknown. It is reported that after use of the unspecified bd¿ tubes the customer experienced elevated potassium levels. The following information was provided by the initial reporter: "elevated k on a patient who was healthy and there was no hemolysis." 20-nov: customer responded, - "is the product/catalog number known? (No the specific one is not knows.), ¿is the lot number known? (No again, not something we record or document.), ¿what were the quantitative results of the potassium? (There was a difference between the sample run at the area hospital and the one collected the same day on the same student and sent to be run using bd tubes.), ¿did these erroneous results cause course of treatment change and/or medical intervention? (No, all collections done on campus are for training purposes only. We train mlt students and are not a clia approved lab. We just noted a discrepancy and are considering what tube to use going forward. We will likely follow the lead of the testing lab.), ¿are any samples of the lot specified available to be sent in for investigation? (No), ¿any other information available? (No. As stated above we are training students. I know no reason for a discrepency in test results on the same person drawn within the hour using different tubes. The samples were not hemolyzed. The student is under their doctors care and I do not believe there was any adjustment made on the results generated using bd's tubes. I indicated this fyi only and consider price, quality and ease of use when we train students. There is no need for a formal investigation as we are not a clia approved lab. We submitted the samples to be tested by an area lab. This was all done for an educational opportunity.)

Manufacturer narrative:
H.6. Investigation summary the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see section h.10.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. Unknown, batch no. Unknown. It is reported that after use of the unspecified bd¿ tubes the customer experienced elevated potassium levels. The following information was provided by the initial reporter: "elevated k on a patient who was healthy and there was no hemolysis." 20-nov: customer responded, "is the product/catalog number known? (No the specific one is not knows.), is the lot number known? (No again, not something we record or document.), what were the quantitative results of the potassium? (There was a difference between the sample run at the area hospital and the one collected the same day on the same student and sent to be run using bd tubes.), did these erroneous results cause course of treatment change and/or medical intervention? (No, all collections done on campus are for training purposes only. We train mlt students and are not a clia approved lab. We just noted a discrepancy and are considering what tube to use going forward. We will likely follow the lead of the testing lab.), are any samples of the lot specified available to be sent in for investigation? (No), any other information available? (No. As stated above we are training students. I know no reason for a discrepancy in test results on the same person drawn within the hour using different tubes. The samples were not hemolyzed. The student is under their doctors care and I do not believe there was any adjustment made on the results generated using bd's tubes. I indicated this fyi only and consider price, quality and ease of use when we train students. There is no need for a formal investigation as we are not a clia approved lab. We submitted the samples to be tested by an area lab. This was all done for an educational opportunity.)